Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown femoral head. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding corrosion involving a metal head was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿no examination of the explanted head and liner, which were given to the patient at the time that the intention of litigation was noted. There are no MRI images or x-rays of the loose, migrated acetabulum noted pre-revision on (B)(6) 2007. No mars MRI report diagnostic of altr or pseudotumor, and only the addendum to the report at the insistence of the surgeon allows for ¿findings have been associated with metallosis¿ to be added. Normal chromium and slightly increased cobalt levels in a patient with a longstanding previous total hip arthroplasty is not unexpected. The description of ¿some black corrosion debris within the head¿really mild in nature¿ and liner ¿looking quite good¿ in the (B)(6) 2014 operative report did not rule out organic debris in the head and did not describe metallosis. There is no hispathologic diagnosis of pseudotumor or altr. A small amount of corrosion seven years later is not surprising, but not yet proven as pathologic in this case. Examination of the explanted components and histopathology slides are necessary to fully evaluate this case.¿ -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Review of the medical records and x-ray by the consulting clinician indicated ¿¿no mars MRI report diagnostic of altr or pseudotumor, and only the addendum to the report at the insistence of the surgeon allows for ¿findings have been associated with metallosis¿ to be added. Normal chromium and slightly increased cobalt levels in a patient with a longstanding previous total hip arthroplasty is not unexpected. The description of ¿some black corrosion debris within the head¿really mild in nature¿ and liner ¿looking quite good¿ in the (B)(6) 2014 operative report did not rule out organic debris in the head and did not describe metallosis. There is no hispathologic diagnosis of pseudotumor or altr. A small amount of corrosion seven years later is not surprising, but not yet proven as pathologic in this case.¿ further information such as return of devices, and histopathology slides are needed to complete the investigation for determining root cause. The subject device has been identified to be within scope of ra 2016-028. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required

Event description:
It was reported by the patients attorney that patient had a 2nd revision on (B)(6) 2014 due to trunnionosis and pseudocyst formation along with the additional of a gluteal rupture.

Event description:
It was reported by the patients attorney that patient had a 2nd revision on (B)(6) 2014 due to trunnionosis and pseudocyst formation along with the additional of a gluteal rupture.